Event description:
On 7/5/2022, it was reported by a sales representative via phone that an ar-3636h knotless hip fibertak repair suture would not tension and as surgeon kept pulling on it to tension, the suture kept breaking. Surgeon removed the anchor and all the sutures and opened another ar-3636h knotless hip fibertak. However, as surgeon tried to tension it, the anchor pulled out of implantation site. Finally, surgeon completed the repair using a pushlock in the previously drilled bone hole. This was discovered during a hip labral repair on (B)(6) 2022.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment.the complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per (B)(4).